Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. A functional clear passage test was performed with no issues noted. Functional leak and clamp function tests were performed which did not identify an external leak, however, an internal leak through the closed clamp was noted. The reported condition was verified. The cause of the condition was determined to be due to the broken occluder leg beneath the twist clamp. The cause of the broken occlude leg could not be determined, however, a possible cause is if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a high impedance alert in the latitude monitor system. No adverse patient effects were reported. This electrode remains in service.